Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history, system log files, and cc-part. A detailed investigation of the defective tube revealed that the bearing of the rotating anode x-ray tube was blocked. The most common potential root cause is insufficient lubrication, particles within the bearing gap or overheating of the bearing. Despite all qualitative precautions, such failures, which are technologically caused, cannot be completely avoided, especially since bearing wear depends on the respective load. The x-ray tube was replaced during service intervention. After replacing the x-ray tube, the system worked again as intended. The occurrence rate of the error pattern was checked and a possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis pheno system. During an interventional procedure, the user reported that no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.